Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient in clinic. Device interrogation revealed that the pacemaker was in backup vvi. No intervention was performed. The device was at eri and patient was refereed to physician for device replacement.

Event description:
New information noted that the patient was stable post procedure.

Manufacturer narrative:
The reported field event of backup was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
New information noted that the pacemaker was explanted for eri; resolving the backup vvi issue.